Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01647, 1221359-2021-01648, 1221359-2021-01649, 1221359-2021-01650, 1221359-2021-01651. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported ten (10) false positive results with the ID now covid-19 assay, which occurred on various dates and with different lot numbers, the customer only provided information for five (5). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: 1018210, test base part number 190-430/ lot: 1018210. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018210 showed that the complaint rate is (B)(4). Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1017966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: 1017966, test base part number 190-430/ lot: 1017966. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017966 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference or cross contamination.